Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred in the past during insulin delivery. Customer did a supply change to resolve the issue. The customer's blood glucose level was over 500 mg/dl. Customer administered a manual injection to address their bg level